Event description:
It was reported the patient experienced no stimulation sensation following a fall. Since the fall, the device was unable to communicate and no telemetry was possible. X-rays were performed. No problems were noted. The device was explanted and replaced.